Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the damage observed was not consistent with normal wear and tear. The damaged on/off gasket was replaced. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.